Event description:
Patient reported their pump tubing luer lock became disconnected from the central venous catheter huber luer lock. It disconnected and began to drip medication. They tried to reconnect it on their own, resulting in a downstream occlusion message. We turned off the pump and clamped the tubing. Medication being infused was unknown. No patient injury reported.